Event description:
The device was used during a laparoscopic hernia procedure. Reportedly, the instrument did not fire. The hosp did not provide any add'l info.

Manufacturer narrative:
8/18/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.